Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective mixer motor. The fse replaced the mixer motor to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au680 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no impact to patient treatment. There was no report of an adverse event in association with this event.